Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age, sex, weight, ethnicity, race. No other information has been provided about the event or patient. Design: this design has been in the field since 2013. Exactech has not received any other complaint reports involving breakage of this instrument. Manufacturing: exactech has not received any other complaints reports involving parts with this catalog number of from this manufacturing lot number. Most likely cause: the user most likely applied off-axis force while reaming the which led to fracturing of the instruments. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU also states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any reported adverse patient outcome.

Event description:
It was reported from the us by the agent that during an inspection of instruments in their warehouse 2 resurfacing reamers were found to be broken. There is no information regarding any delay of a surgery, patient injury, adverse event, or clinical consequence to any patient. The agent who originally reported this, is no longer with the agency. No additional information is available to further investigate this issue. This is 2 MDR of 2 for this event.